Event description:
It was reported that the lead was extracted due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 35.8-36.4cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location. Externalized conductors due to internal insulation abrasion were noted at 8.4-11.6cm from the distal tip. The etfe coating was abraded at the same location.